Event description:
It was reported that during phaco surgery, chamber was unstable and there was a surge, causing a posterior capsule rupture. Vitrectomy was required. Doctor was able to complete the surgery. No further information available.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Initial reporter first name: information unknown/not provided. Email address: unknown/not provided. (B)(6). (B)(4). A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Field service personnel visited the account and performed a full system check including the customer 3 handpieces. Chamber maintenance for all 3 handpieces were stable. Not able to simulate chamber unstable issue as reported. System meets jjsv specifications. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.